Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic cholecystectomy procedure. After preparation of the gall bladder at the end of the procedure, the trocar was removed to retrieve the specimen. When the surgeon opened the clamp that is used to keep the foam in place, the clamp broke. Two pieces of the clamp fell into the cavity of the patient. Looked for the missing pieces. Were able to find one immediately, but one is still missing. No x-ray was performed to locate the missing piece. There was no additional patient harm. The patient outcome has no injury. No signs of post operative complications due to the broken part.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection of the device noted that the lock collar was broken, and the foam disengaged. The trocar balloon, valve seal, obturator, and valve doors appeared intact. The inflation syringe was not received. Pmv performed functional testing; the trocar balloon was inflated using a test syringe, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the broken lock collar and disengaged foam may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.